Event description:
It was reported the powered wheelchair tipped forward when the user inadvertently drove into some grass. During the incident, the end user's body tilted forward and leaned into the joystick, causing the chair to drive forward at an accelerated rate. Due to the patient's medical condition, she was unable to pull herself off of the joystick. The end user's husband was able to catch and ultimately, stop the wheelchair. The end user indicated she sustained injuries during the incident; however, the nature, severity and/or treatment of those injuries were not provided to the manufacturer.